Event description:
Pt transferred as an emergency with pericardial tamponade for emergency surgery by cv surgeon. Pt had had lead in place for approx 2-3 years. There had been a class I recall on this lead by the MFR and pt was carefully monitored by attending physician in neighboring town. Injury to pt - small puncture site in the right atrium at junction of superior vena cava and right atrium leading to pericardial tamponade and large pericardial effusion. Generator was explanted although it was functioning normally, ventricular lead was not removed (amputated). Pt had been stable prior to this episode but in critical condition upon admission. Pt survived procedure well and was discharged home on 3/22/96. (As of this report date the cv surgeon reports pt continues to do well).